Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances. Additional information was received, it was reported all of the values were out of range/high. It was noted that all the leads needed to be replaced and were no longer functioning. The patient and provider was informed about next steps including possible replacement. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their remote and the issue began a few days ago. Patient stated they were getting settings not available cannot provide your desired intensity settings. Patient noted they had this issue before and they tried to contact the people that fixed it before but they couldn't get a hold of them. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was getting the setting not available message on the patient programmer. The caller measured impedances and the results showed red indicators on all electrodes, all values were out of range.